Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. After the customer's service actions, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na results for two patients tested on a cobas integra 400 plus. The customer reported that ise maintenance couldn't be performed due to a system alarm. The customer replaced various ise reagents and completed the electrode maintenance. The customer performed ise calibration and had failing results. The customer replaced the na electrode and repeated calibration and qc and recovered acceptable results. The initial na results for both patients were reported outside the laboratory. The doctor questioned the initial na results and stated the na results were too low. The customer recalibrated and performed qc with acceptable results. However, the customer reported the qc results were low for one level of qc. The customer replaced the ise reagents, primed the reagents, and performed calibration and qc with passing results. The customer reported the qc results were closer to the mean. The customer repeated the patients samples on the same analyzer. Patient 1's initial na result was 128.1 mmol/l with a data flag, and the patient's repeat result was 136 mmol/l. Patient 2's initial na result was 128.6 mmol/l with a data flag, and the patient's repeat result was 137 mmol/l. The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.